Event description:
The customer reported an issue with the incorrect time displayed on their device. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in extreme levels. Technical support assisted the customer in updating the pump time and advised monitoring for any future discrepancies exceeding five minutes, with a plan to follow up if the issue persisted.